Event description:
It was reported that during testing of the device at the user facility, the device tips were found to be broken off and missing, posing the risk of material being lost in a surgical site. There were no adverse consequences related to this event.